Manufacturer narrative:
Batch review performed on 03 january 2019: lot 102750: (B)(4) items manufactured and released on 01 october 2010. Expiration date: 2015-08-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
About 8 years after primary the surgeon revised the patient for hip pain. During the surgery a stem loosening was detected. All hardware removed successfully. The patient was complaining of pain since 2016.

Manufacturer narrative:
On (B)(6) 2019 we have received the stem involved in the complaint. On the (B)(6) 2019 the hip r&d project manager performed the explants visual inspection reporting as follows: no ha layer residuals on the femoral stem; staining, scratches and pits on the femoral neck due to revision and removal, slight signs of fretting on the taper.